Manufacturer narrative:
The scope was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during reprocessing, the device was found with a damaged distal tip, ¿a-rubber¿. According to the reporter down by the tip, a piece of the rubber is coming off. There was no patient involvement on this report, no user harm or injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. The probable cause based on evaluation results is that an external force may have been applied. As a result, it is presumed that the a-rubber came off. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor complaints for this device.